Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not current.the customer stated that this malfunction impacted multiple patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required.serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required.upon investigation of the actual device used in this incident, it was determined that the patient information was reported as not current for multiple patients. A technical support specialist (tss) confirmed that hl7 messages were successfully crossing. A request was made for specific patient examples to verify their presence on the es server. It was confirmed that the servers had been upgraded to version 1.11 the previous night, and upon follow-up with the customer, the issue was verified as resolved. The system functioned as intended after the technical support specialist verified the device.